Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 458 mg/dl. Customer's mother was stated that, the customer's insulin pump was not working and stopped delivering insulin and blood glucose went high and had ketones. The customer treated high blood glucose with the injection and declined troubleshooting for it. The customer also got a power error detected alarm. Customer reported that, the insulin pump has not been exposed to temperatures below 41 degree celsius. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Device was received with missing reservoir tube retainer, missing reservoir tube o ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and faded serial number label. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer.